Event description:
The customer reported the failure of an m1602a ECG lead set while in use with a heartstart mrx. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.